Event description:
The customer contact reported blood loss. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported an unspecified volume of blood leaked from the clave y-site. It was reported that the clave y-site had not been accessed prior to the blood loss. The tubing set was replaced and the therapy was resumed. No further medical interventions were provided. There were no reported adverse pt effects and no delay of therapy critical to this pt. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4).